Manufacturer narrative:
The extension was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient had no stimulation after 7 months of use. High impedances were noted. A "kink was noted in the extension at site of incision in the middle of the extension (extension was tunnelled in two times and kink seemed to be present at site of the incision in half of the tunnel way)". The extension was revised. The patient had good stimulation again.